Manufacturer narrative:
Per the clinic, the device was explanted on july 16, 2024.

Manufacturer narrative:
Attempt to submit this report was made on august 12, 2024, however, error message received via esg webtrader.

Event description:
Per the clinic, the patient experienced an infection around the abutment site and subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
Correction: the previous MDR submitted on july 16, 2024 was filed inadvertently. No explant surgery has occurred.